Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 15-17mm x 2.5-2.75mm target lesion was located in the moderately tortuous and severely calcified obtuse marginal artery. A 2.50x16mm promus element drug-eluting stent was advance but was unable to cross the lesion and upon removal, the stent struts were found lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: promus element,mr,ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts at the proximal end of the stent lifted from their crimped position. The undamaged stent outer diameter was within max crimped stent profile measurement. The stent length was within stent length specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break at 2cm proximal of the distal end of strain relief. Manifold hub not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 15-17mm x 2.5-2.75mm target lesion was located in the moderately tortuous and severely calcified obtuse marginal artery. A 2.50x16mm promus element drug-eluting stent was advance but was unable to cross the lesion and upon removal, the stent struts were found lifted. The procedure was completed with another of same device. No patient complciations were reported and the patient's status was stable.